Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected insulin flow blocked alarms, unexpected low battery alerts, or power-related alarms were noted during testing. A review of the pump history file reveals: 1. On 10/28/2023 there were four (4) no delivery (insulin flow blocked) alarms, listed below: 10/28/2023 01:27:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1bgcorrectionplusfoodbolus delivery. 10/28/2023 01:29:50 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1foodbolus delivery. 10/28/2023 05:07:02 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 10/28/2023 05:08:24 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1bgcorrection delivery. 2. A total of ten (10) low battery alerts, each one is spaced more than a week apart (8/27/2023, 9/9/2023, 9/23/2023, 10/8/2023, 10/22/2023, 11/5/2023, 11/20/2023, 12/1/2023, 12/16/2023, and 1/1/2024). 3. No excessive or unusual power/battery-related alarms were found. The pump was cut open for a visual inspection. Moisture damage was found on the pcba 1, vibrate harness assembly, and inside the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, minor scratched lcd window, pillowing keypad overlay, cracked battery compartment, and broken battery tube threads. Moisture damage was found during a visual inspection. Cosmetic damage on the battery compartment, lcd window, and battery tube threads is confirmed. Battery charge lasting less than expected (diminished battery life) is not confirmed. Insulin flow blocked alarm complaint is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an insulin flow block alarm, scratched screen and diminished battery life. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the pump or not and pump will not be returned for analysis.